Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would make noises or alarm, but no notifications were received. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.